Event description:
It was reported to gore that approximately (B)(6) post op after a right ax-fem procedure, the pt presented with a hematoma in the chest. The pt was sent to the operating room. When the physician gained access to the area of concern, he observed a graft tear/separation near the proximal anastomosis. The gore propaten vascular graft was removed and the anastomosis was sewn. The device is available for exam. Pt was stable and will be transported to rehab. Note: the pt's fem-pop bypass went down and a below knee amputation (bka) was done prior to the issue with the gore propaten vascular graft bleeding out into the chest cavity.

Manufacturer narrative:
Note: review of the mfg records verified that the lot met release requirements. Device analysis: on the outer graft wall around the graft tear are clamp marks that appear to span the disruption. Our instructions for use state "when applying clamps, care should be taken to avoid mechanical damage to or disruption of the graft. Use the appropriate atraumatic or guarded (for example, rubber shot) clamps. Avoid repeated, localized clamping or excessive clamping on any section of the graft."